Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'shut down during infusion on patient' was confirmed during evaluation. The cause was determined to be depressed battery contacts. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced shut down during infusion on patient. The reported problem occurred during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.